Event description:
The nurse reported a patient was on the excel care bed and had a visitor in the room. After the visitor left a side rail was left down and apparently the turn assist was bumped and the patient was turned out of the bed and landed on the floor. The nurse stated the patient did not suffer any reported injury. (B)(4).

Manufacturer narrative:
The technician investigated and the nurse stated the bed has been removed from the facility. The nurse stated the patient was turned out of the bed after a visitor in the room left the side rail down. The nurse stated the patient fell to the floor but did not receive an injury. The technician found the air system had the turn assist feature activated and this rolled the patient out of the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The service technician inspected the bed and found it functions as designed, no repair needed. Based on this information, no further action is required.